Manufacturer narrative:
(B)(6) PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside of and not sold in the us. Results: eighty seven samples and multiple photographs were returned for evaluation. Twenty eight units had incompletely molded hub fins causing loose IV shields. Forty eight units were unopened and when these were investigated, twenty six were found to have loose fitting shields. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6174906. Conclusion: evaluation of the attached photographs and returned samples confirmed the presence of a flaw on one of the wings which could either be a molding defect or wear on that wing as the hub passed through the process. The most likely root cause of this defect is that one of the wings was worn by friction as it passed through the process, making the fit of the IV shield looser. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that the user of a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle suffered a needle stick injury before patient use because the device was missing its needle cap. There was no report of medical intervention.